Event description:
Information received from the field notes that the patient underwent medical treatment where electric currents of different r epetition rates and amplitudes passed through the body. Pacer parameters were displayed as dashes upon interrogation. The device was reprogrammed and the patient was discharged. A follow-up visit again revealed dashes for the parameters. The device was again reprogrammed and the patient sent home.

Manufacturer narrative:
H6 - final analysis - vvi reset occurred; mechanism - electrical short; component - telemetry coil.